Event description:
This event occured outside the USA, in germany. A doctor notified germany affiliate of an adverse event on (B)(6) 2024. A patient was injected with 1.2 ml of teosyal rha 4 in the chin on (B)(6) 2024. Two days after the injection, on (B)(6) 2024, the patient presented with an embolism in the chin of severe intensity. Therefore, this case was assessed as reportable to health authorities. As corrective action, the patient received the following treatment : - hyaluronidase 3x300 ui on (B)(6) 2024, - hyaluronidase 3x300 ui on (B)(6) 2024, and amoxiclav 875/125 mg, an antibiotic for an unknown duration. To date, the symptoms are partially resolved. According to the information received on (B)(6) 2024, the patient is under control and is closely monitored by the injector. Thus, this case was considered closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha 4.